Event description:
It was reported that the patient had lost stimulation coverage in the back area. Impedance check showed three impeded contacts on one of the thoracic spinal cord stimulation (scs) leads. The patient underwent lead replacement procedure. It was noted that during the procedure, the physician could not get any lead or port plugged in. The physician believed something was hit about halfway and opted to explant the implantable pulse generator (ipg). The patient was doing well postoperatively. The explanted lead will not be returned as it was discarded and the ipg will be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago from date manufacturer was made aware. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 811266. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI): (B)(4).